Manufacturer narrative:
Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - able to establish contact with customer and stated his condition improved. Note: manufacturer contacted customer in a follow-up call to ensure the customer's products are working as intended - able to establish contact with customer and stated his meter is working as intended and satisfied with product.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results obtained of hi and 396 mg/dl. The customer¿s expected fasting blood glucose test result range is 200 - 250 mg/dl. Customer was not using correct testing technique and was using alcohol swabs. At the time of the call, the customer reported symptoms of increased thirst and increased urination. Customer stated he was going to seek medical attention due to the symptoms and hi result. Customer also stated that he had steroid shot yesterday at the ER; he stated he went to the ER for copd, not related to diabetes. During the call, a back to back blood test was performed by the customer fasting and produced test results of hi and e-5 using meter. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 09/30/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: (B)(6). At call back on 10/03/2019, the customer's condition had improved and he did not currently have any diabetic symptoms. Customer received medical intervention since the last call stating that on (B)(6) 2019 he had called the ambulance and was taken to the hospital. At the hospital the customer's blood glucose test result via a lab test was 700 mg/dl. The diagnosis was hyperglycemia and customer was given insulin. Customer was also weaned off the steroid medication he had been taking. Customer was discharged from the hospital on (B)(6) 2019; no new medications or health care program had been suggested.

Manufacturer narrative:
Internal report reference number: (B)(4). Sections with additional information as of 01-may-2020: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 01-may-2020: h1: type of reportable event changed from "malfunction" to "serious injury". H3: device was returned to manufacturer for evaluation corrected from "yes" to "no".